Event description:
It was reported that a patient underwent a shoulder repair procedure on an unknown date and suture was used. Ten to twelve days after the procedure, the patient developed swelling, pain and sterile drainage. A culture was taken with no growth. Additional information was requested.

Manufacturer narrative:
(B)(4): inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are seven possible device product codes involved in the event as follows: ethilon nylon suture product code: 663g, 663h, 669h. Ethibond extra and excel polyester suture product code: x519h. Coated vicryl (polyglactin 910) suture product code: j267h, j467h, j473h.